Manufacturer narrative:
Information contained in this report was previously submitted through asr on 20/jul/2015. This is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2024-0011257. A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and unspecified infection.

Event description:
Patient reported being diagnosed with a left side "breast infection." Healthcare professional later reported a left-side deflation and implant exchange due to patient´s concern with the product. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Patient reported being diagnosed with a left side "breast infection." Healthcare professional later reported a left-side deflation and implant exchange due to patient´s concern with the product. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed an opening through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. ¿ infection: unable to observe through visual inspection as it is a physiological phenomenon. ¿ anxiety - product/ procedure: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (crease) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.